Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff of the device was ruptured. The patient's blood oxygen saturation dropped to 80%. The airbag pressure was increased immediately, and the test pressure was still low and the blood oxygen saturation declined. The healthcare professionals coordinated to replace the medical tracheal intubation to increase the oxygen concentration of the ventilator that resulted to a short-term hypoxic state of the patient.